Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Complete information for section a patient information, patient identifier = sid= (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results on one patient. The results provided were: on (B)(6) 2021 sid (B)(4) ca19-9=34.29 iu/ml /repeated=49.34 iu/ml /another alinity ai03826=38.24 iu/ml. The patient diagnosis is unknown. There was no reported impact to patient management.

Manufacturer narrative:
Health effect impact code: f26; component code: g01003. D8: was this device serviced by a third party? No. On (B)(6) 2021 additional information provided by customer: this patient not diagnosed with pancreatic cancer. Per the assay package insert, the intended use of this assay is an aid in the management of pancreatic cancer patients. The product was being used off label and no further evaluation is required.